Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that one of the inss was removed the week prior to the report because it was compressing his spinal cord and the patient had herniated discs. No further complications were reported.